Event description:
The speedband superview super 7 ligator during the veraseal banding procedure in esophagus. During the procedure, the physician tried to deploy the bands, but the bands would not come off until the fifth band jumped all the other bands. The physician did not complete the procedure. The patient's condition is reported to be "fine."

Manufacturer narrative:
Per complaint reporter, the suspect device is disposed and not available for the evaluation.